Event description:
After implanting the cup versafitcup cc trio, before the end of the surgery, the surgeon verified through x-ray the stability of the cup and noticed that the cup was loose. The cup was removed per op, and a revision cup has been implanted. We have been informed about the event on (B)(4) 2013. Reference MFR report number: 3005180920-2013-00041.